Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test.

Event description:
It was reported that customer was experienced high blood glucose blood glucose. The customer¿s blood glucose level was 500 mg/dl. Insulin pump had motor error alarm. The insulin pump will be returned for analysis.